Event description:
An echo showed that one leaflet was closed and did not move. Intraoperatively, the valve was visualized and pannus was noted. The valve was replaced with a carpentier-edwards pericardial valve. Mitral valve repair was also performed at this time.